Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4, h6. Visual evaluation of the returned product and packaging confirmed hairlike debris within the sealed sterile packaging. The device history records were reviewed and no discrepancies were identified. As the device was considered non-conforming to specification when it left zimmer biomet control, the root cause is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported during knee arthroplasty that a hair was identified within the sterile packaging of the tibial component. The surgeon determined not to use the implant and another tibial component was used to complete the procedure. No patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.